Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not following proper hygiene procedures. On the same day as the onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (intraperitoneally (ip), dosage, frequency, and duration not reported) and an unknown antibiotic (ip, dosage, frequency, and duration not reported). The patient was hospitalized for a total of approximately three days and has recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was retrained on aseptic technique. No additional information is available.